Event description:
CT reports that upon initiation of pt treatment, blood sprayed from the line due to a large hole in the tubing near the arterial dialyzer connection. Sample was saved. Bloodloss <100ml. No pt ill effects noted.